Event description:
It was reported that 1 screw appeared to back out of the plate. The rep made a copy of the film from doctor's office. Doctor said patient appeared to be doing fine and no surgical intervention is needed at this time.

Manufacturer narrative:
The device remains implanted and will not be returned for evaluation. X-rays are expected from the account. If additional information becomes available it will be reported in the supplemental.